Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to bent infusion cannulas. The first box of infusion sets that she used worked "fine". On (B)(6) 2011, patient started, the second box of infusion sets and began to experience elevated blood glucose of up to 390 mg/dl. Normal blood glucose is 80-150 mg/dl. Treatment given for hyperglycemia was not provided. Nothing unexpected occurred during the preparation or insertion of the infusion set. There was no insulin leakage. One infusion cannula was bent after it was removed. Insertion device was used to insert the headsets, and blood glucose elevated about 4 hours after insertion. Alleged infusion sets were not available to return for evaluation. Product was replaced. The patient did not require assistance from a health care professional or second party to address the issue. Several attempts were made to follow-up with patient, and these were unsuccessful.